Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump began rebooting intermittently today. Troubleshooting with customer support confirmed the battery cap is secured tightly, the yellow "o" ring is not visible on the battery cap, there is no visible damage to the battery cap or the battery compartment and the battery cap was replaced four-to-six months ago. During troubleshooting, the pump rebooted with a blank screen issue. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump booted with audible and vibratory alarms but the display remained blank. The pump was unable to be downloaded. The pump was opened and moisture damage was found inside the pump.